Manufacturer narrative:
The manufacturing paperwork for this lot of parts showed that the grade of steel and heat treatment of the device met all required specifications and was appropriate for the application. Inspection of the returned device showed that the instrument tip yielded prior to breaking - this demonstrates that extremely high forces were applied to the instrument. The minimum material yield strength is 237,000 psi. The cause of failure was a device malfunction attributed to the application of extremely high forces during screw removal.

Event description:
During an acdf procedure the physician had inserted and secured an anterior cervical plate. The physician wanted to remove one cervical screw and replace it with a different length screw. During screw removal the tip of the removal driver broke off (separated). The physician used a nerve hook [instrument] to retrieve the broken tip of the removal driver. The sales rep stated there were no abnormalities during insertion or removal of the screw prior to the instrument failure. The surgeon reported that the tip of the instrument was retrieved and discarded. There was no effect on the patient, physician, or hospital staff.